Event description:
There was an allegation of discrepant elecsys testosterone ii assay results for a patient sample tested on a cobas e 801 analytical unit. The initial result was greater than 1500 ng/dl (accompanied by a data flag). On (B)(6) 2026, the sample was repeated with dilution on the atellica instrument and the results were 512 and 531 ng/dl. On (B)(6) 2026, the sample was repeated on the same e801 and the result was 577 ng/dl. The sample was also repeated on a second e801 and the result was 11.1 ng/dl.

Manufacturer narrative:
The serial numbers of the e801 analyzers are (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated. No further issues were reported since the initial sample. A review of the instrument data revealed that the customer generated multiple qc failures before the sample measurement. Specifically for sn: (B)(6), there are multiple qc failures, two sample quality alarms triggered, and the alarms regarding instrument maintenance of the syringe seal and the ecl sipper nozzle. The root cause was identified as the execution of maintenance.